Event description:
It was reported catheter was implanted in (B)(6) 2021 for a cancer patient. On (B)(6) the catheter split 5 cm from the exit-site in the intravascular tract. The device was removed (B)(6) and it was necessary to place another one in order to continue the intravenous therapy.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs2756 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter was implanted in (B)(6) 2021 for a cancer patient. On 01/03 the catheter split 5 cm from the exit-site in the intravascular tract. The device was removed 01/03 and it was necessary to place another one in order to continue the intravenous therapy.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in a catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed in the catheter just proximal to the 5 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.